Manufacturer narrative:
E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported problem. The control key switch background test failure was verified and key 4 was found stuck and did not respond. The keypad was replaced.

Event description:
It was reported that the pump intermittently displayed error code, "check syringe plunger sensor, system failure: control key switch." Per reporter, this occurred upon power up, during testing after the preventive maintenance and a medical alert. There was no patient involvement, and no patient harm/adverse event reported.